Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker device exhibited a decrease in remaining battery percentage. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis confirmed the device depletion appears to have been normal. Additional information was received that this device revision procedure was completed, and a new device implanted. No adverse patient effects were reported . At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.